Event description:
Discordant, falsely low sodium, potassium and chloride results were obtained for one patient sample on a dimension rxl max w/hm instrument. The discordant results were not reported to the physician(s). The samples were rerun in triplicate and resulted higher. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse cleaned excess krytox grease from the ports. During troubleshooting, it was discovered that the customer is centrifuging patient samples outside of the tube vendor specifications and is only spinning 5 minutes versus the vendor specification of 10 minutes. Quality controls were then run, all of which were in range. The cause of the discordant, falsely low sodium, potassium and chloride results is unknown. The cause of the sample tubes being used outside of the tube vendor specifications is failure to follow instructions. This instrument is performing according to specifications. No further evaluation of this device is required.